Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The customer's reported problem was duplicated. The device had multiple cracks, chipped off on the front case, front panel cracked, and a cracked relief alarm pressure knob. The cause was identified to be customer misuse. The device was remediated with the o-ring and rfv only, due to the customer wanting the device to be returned un-repaired.

Event description:
It was reported that the device has physical damage. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.